Manufacturer narrative:
13-feb-2025 additional information, received red alerts from hm today around 1pm for ineffective max energy shocks. Patient was home in vt having cardiac event. Received shocks for episodes of vt including aborted shocks. Shortly after this alert another red alert came in for eos status turning vt/vf therapy off. Triage teams for following physician were notified and ems arrived to take patient to ed. Patient was found having stemi and flighted to largest nearby center for care. Patient is stable after revascularization. Eos and device function restored on (B)(6) 2025. Battery voltage is 2.86v. Device remains implanted. The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the returned device data. The manufacturing process for this device was reviewed. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified. The returned device data have been analyzed. The analysis of the shock holter showed that an amount of 59 charging cycles was performed by the device within 17minutes on (B)(6) 2025. All charging cycles were triggered by intrinsic heart signals and resulted in 33 shock deliveries. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed in the clinic on (B)(6) 2025. The data obtained afterwards revealed the bos battery status, with a battery voltage of 3.06 v. The battery is not depleted. In conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Event description:
Device shows eos after multiple successive shocks and shows alert for backup mode. Device remains implanted at this time. Should additional information be received, this file will be updated.